Event description:
Pt was treated in 2010, for medical ankle fracture. Approx 2 years post-op the pt was returned to the operating room for removal of a screw, which was causing discomfort. No additional hardware was implanted; fusion was reportedly achieved.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.